Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. It was reported that a cardiac tamponade occurred towards the end of the procedure. A needle was used to drain fluid from the pericardium. No further intervention was required post drainage. The patient fully recovered. The physician's opinion on the cause of the adverse event was the procedure. Transseptal puncture was performed, though this incident occurred in the right atrium (ra) and was not due to the transseptal. The ablation was performed without a cardiac tamponade. There was no evidence of steam pop. The incident occurred during the post ablation testing phase towards the end of the procedure.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31307478l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).